Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: mw5154642 block h6: imdrf device code a0501 captures the reportable event of distal tip detachment of device or device component. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the upper gastrointestinal during an unknown procedure performed on (B)(6) 2024. During the procedure, a piece of coil came off inside the patient while using a gold probe for cauterization. After a successful cauterization with a second gold probe, the physician was able to remove the detached broken piece using biopsy forceps. No further information has been obtained despite good faith efforts.